Manufacturer narrative:
The investigator assessed the event as not related to anti-platelet medication. Patients race and ethnicity received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one resolute onyx des was implanted in the mid lad and one resolute onyx des was implanted in the 1st om. During stenting of the lad there was acute closure of 2.5 mm side branch of the vessel. Revascularization was attempted but unsuccessful and the physician elected to treat medically.

Manufacturer narrative:
The investigator reported that the event has a probable relationship to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the investigator reported that the event has a probable relationship to the device. If information is provided in the future, a supplemental report will be issued.